Event description:
It has been reported that insert was impacted onto tibial baseplate, there was excessive movement between baseplate and insert. There was no adverse consequence for the pt or delay in surgery or anesthesia time.